Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided by your facility. Bd received a 24ga nexiva assembly with no packaging material. Through the visual/microscopic examination, the cannula was slightly bent. The bend was observed at the notch of the cannula. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment due to the packaging being opened. No DHR investigation could be performed at this time as there is not lot number provided.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle was broken. This was discovered during use. The following information was provided by the initial reporter: the needle was broken before use.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle was broken. This was discovered during use. The following information was provided by the initial reporter: the needle was broken before use.